Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported programmer freezing and displaying a black screen. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and displayed a black screen during a patient check. The programmer was restarted and worked normally after the restart. The programmer was returned for service. No patient complications have been reported as a result of this event.